Event description:
Stent dislodged from the balloon delivery system inside the ostium of circumflex, had to deploy another stent to crush. No harm to patient. FDA safety report ID # (B)(4). FDA received date 02/06/2022.